Event description:
While conducting preventative maintenance the tech discovered that the brakes on this bed would not hold. There was no pt involvement.

Manufacturer narrative:
The brakes not holding/working could lead to unintentional movement of the stretcher which has the potential to cause serious injury. The technician replaced the casters in order to resolve the problem.